Event description:
At the time of the initial procedure, the pt underwent placement of a silhouette construct to treat an l1 fracture. (B)(6) 2012, the pt underwent a revision surgery as the instrumentation was reported to be broken. The construct was replaced with non-zimmer devices.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.